Manufacturer narrative:
(B)(4). Concomitant medical products: 00620207020 shell porous with multi holes 70 mm 60077874, 437644061 durasul standard insert size 44 mm i.d. X 61 mm o.d. Former centerpulse 61175864, 00500104400 shell 44 mm o.d 61234703, 00500104428 liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells 61213652, 61234703 acetabular revision system - cage, right short 2409339, unknown smith and nephew head 28 mm by 16 mm neck unknown, unknown optiflex stem unknown, 00700007270 trabecular metal acetabular revision shell 60800973, 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length 61454699, 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length 61526209, 00625006525 bone screw self- tapping 6.5 mm dia. 25 mm length 61515048, 00625006525 bone screw self- tapping 6.5 mm dia. 25 mm length 61547356, 00625006530 bone screw self- tapping 6.5 mm dia. 30 mm length 61526237, 00625006530 bone screw self- tapping 6.5 mm dia. 30 mm length 61563819, 00662406530 bone screw self-tapping 30 mm length 6.5 mm dia. 61458844, 00662406535 bone screw self-tapping 35 mm length 6.5 mm dia 60713589, 00662406540 bone screw self-tapping 40 mm length 6.5 mm dia 60732352, 00662406540 bone screw self-tapping 40 mm length 6.5 mm dia 61013604. The complaint was confirmed based on the medical history record that was provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. Multipolar® bipolar cup liner is not compatible with unknown competitor¿s head. Multipolar® bipolar cup shell is not compatible with durasul liner. The unknown 28 mm head was reattached to the competitor¿s stem. A bipolar shell and liner were attached to the 28 mm head. A definitive root cause cannot be identified with the information provided, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01522, 0001822565 - 2018 - 01521, 0001822565 - 2018 - 02456, 0002648920 - 2018 - 00369, 0002648920 - 2018 - 00370, 0002648920 - 2018 - 00523, 0002648920 - 2018 - 00525, 0002648920 - 2018 - 00526, 0002648920 - 2018 - 00527, 0002648920 - 2018 - 00528, 0002648920 - 2018 - 00529, 0002648920 - 2018 - 00530, 0002648920 - 2018 - 00531, 0002648920 - 2018 - 00532.

Event description:
It was reported that the patient had underwent an irrigation and debridement procedure for evacuation of a hematoma as well as augmentation with cement of the polyethylene cup, posterior trabecular metal shell and cage. Patient was kept on infection medication. All attempts have been made and additional information on the reported event is unavailable.